Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 180-181 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.